Event description:
The customer reported difficulty pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the screen. This issue led to blood glucose levels rising above the normal range, although the exact value was unknown as it displayed "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. The customer continued to use the pump for insulin therapy.